Event description:
It was reported that the patient developed swelling in the pocket area due to an infection. The patient was treated with antibiotics. The patient was discharged home on (B)(6) 2013 after the infection had vanished.